Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. All broken locking screws were classified as primary products during investigation. Technical evaluation: a review of the DHR was not possible because the lot code was not provided. An investigation of all broken screws was not possible because they were not provided. Clinical evaluation: all available information was evaluated by a medical expert. Excerpt of the assessment: "final conclusion: based on the presented data, the breakages of the distal locking screws were caused by early overloading in a completely unstable fragment constellation with insufficient fragment reduction.¿ non-unions and post-operatively loads are listed as adverse effects in the IFU. Furthermore the operative technique includes the correct handling and combination of the implants. If other listed adverse effects, like intra-operatively implant damages, obesity or diabetes, did also contribute to the screw breakages is unknown due to missing information. No non-conformity identified; no previous or actual actions are in place. Device not available.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Manufacturer narrative:
The reported issue was confirmed via x-rays. A review of the DHR was not possible for the screw with catalog number 18965055s because the lot code was not provided. All available information was evaluated by a medical expert. Excerpt of the assessment: in the given case, the x-rays show poor reduction of the femoral main fragments with insufficient bone-to-bone contact. Such a constellation is adverse because all forces and bending moments have to be transmitted by the gamma-nail alone without any sufficient support by the bone structure. Under such circumstances, the gamma nail is not intended for long term full weight bearing. This is explicitly noted in the instructions for use and in the operative technique as well. Notwithstanding, the surgical report describes no real limitation of postoperative weight bearing: currently, no information has been provided whether the patient has reduced or limited postoperative weight bearing. But, the two broken distal locking screws after a very short period of approx. 3 weeks clearly indicate too high and inappropriate early postoperative weight bearing. Based on the presented data, the breakages of the distal locking screws were caused by early overloading in a completely unstable fragment constellation with insufficient fragment reduction.¿ no discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place. Product details distal locking screw